Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no adverse impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.